Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that on (B)(6) 2013 the patient underwent removal of the mesh at (B)(6) medical center, (B)(6), by (B)(6). Upon visualizing the mesh, there were extensive adhesions from the mesh to the bowels on the left side and had retracted to the right side, resulting in a recurrent hernia. Extensive lysis of adhesions was also performed due to the attachment of the mesh to the bowels, before the mesh was excised with the fascia. It was reported that the patient experienced pain, nausea, diarrhea, chills, inflammation, loss of appetite, and weight loss. No additional information was provided.